Event description:
It was reported that this patient awoke to dizziness, nausea, and chest pain. An ambulance was called and it was observed the patient was in complete heart block and syncopal due to over 10 seconds of asystole. Atropine was injected and the patient regained consciousness and chest pain decreased. Provocative maneuvers were performed which elicited high threshold measurements and high, but still in-range pacing impedance measurements (1800-1900ohms). The physician elected to surgically explant and replace this device. The competitor's right atrial (ra) and right ventricular (rv) leads were surgically capped and replaced to resolve the event. The patient was stable. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this patient awoke to dizziness, nausea, and chest pain. An ambulance was called and it was observed the patient was in complete heart block and syncopal due to over 10 seconds of asystole. Atropine was injected and the patient regained consciousness and chest pain decreased. Provocative maneuvers were performed which elicited high threshold measurements and high, but still in-range pacing impedance measurements (1800-1900ohms). The physician elected to surgically explant and replace this device. The competitor's right atrial (ra) and right ventricular (rv) leads were surgically capped and replaced to resolve the event. The patient was stable. The device was received for analysis.

Event description:
It was reported that this patient awoke to dizziness, nausea, and chest pain. It was observed the patient was in complete heart block with an underlying heart of 30-35 bpm and the patient became syncopal due to over 10 seconds of asystole. Atropine was injected and the patient regained consciousness and chest pain decreased. Upon interrogation, it was noted that the device exhibited intermittently high, out-of-range pacing impedance measurements over the course of the previous year on the non-boston scientific right atrial (ra) lead, and the most recent measured pacing impedance on the non-boston scientific right ventricular (rv) lead showed an abrupt increase to 1666 ohms. Additionally, recent intermittent increases in rv automatic capture measurements were noted, and there was evidence of loss of capture and high capture thresholds just prior to the patient's hospitalization. Isometric maneuvers were performed which elicited high threshold measurements and high (but still within the expected range) pacing impedance measurements between 1800 and 1900 ohms. Boston scientific technical services (ts) provided programming options and further troubleshooting steps to assess lead integrity. The physician elected to surgically explant and replace this device. The competitor's ra and rv leads were also surgically capped and replaced. The patient was stable. The proponent MRI device was subsequently received for analysis.

Manufacturer narrative:
The returned proponent MRI device was thoroughly inspected and analyzed upon receipt at boston scientific's post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additional analysis of diagnostic data from the device noted that in may 2019, the device had demonstrated brief oversensing of noise on the ra lead that was generated by the minute ventilation (mv)/respiratory sensor (related to a high impedance condition), but no subsequent mv oversensing events were identified in the diagnostic data recorded by the device. There was no evidence of mv sensor signal oversensing at the time of this event. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.